Event description:
On (B)(6) 2012, it was then reported that the patient had passed away. Information received on (B)(6) 2012 indicated that the patient's cause of death on (B)(6) 2012 was lung cancer. The patient was last seen in their home on (B)(6) 2012 for a pump refill, as she was unable to travel to the healthcare provider's office do to her deteriorated physical condition due to the cancer diagnosis. Upon refill on (B)(6) 2012, the pump was interrogated and found to be infusing morphine 25 mg/ml concentration at a continuous dose of 4.588 mg/day. The patient also had a personal therapy manager (ptm) dose of 0.330 mg., as needed every two hours with a maximum dose 6 doses/24hrs. The patient had 217 successful activations, 29 lockouts, and 12 unsuccessful activations since her last refill. The remaining residual volume (6 ml ) of the drug was removed, and wasted. The pump was refilled with same concentration of 25mg/ml of morphine, with daily dose increased by 10%; the ptm doses remained the same, however the maximum number of doses per 24 hours was changed from 6 to 12. The provider reported that they were unaware of any ptm problem that the patient may have had. The reporter stated that the patient had in home hospice, and did have medications in the home from home hospice. There was hydrocodone and liquid morphine at 2 mg/ml that she was supposed to take 1 ml orally as needed, with no hourly amount. Reporter stated that the patient was not using the hydrocodone and was also directed at refill dose change to refrain from oral morphine dose. Patient also had prescribed by hospice, diazepam and valium both at 0.1 mg orally, that could be taken to decrease coughing. The healthcare provider noted that on that (B)(6) 2012 visit, the patient had terrible secretions and an audible rattle in her chest. After the (B)(6) 2012 refill, the next refill date was to be (B)(6) 2012, with a plan of doing the refill again in the patients home, and to keep her comfortable. The healthcare provider then reported on (B)(6) 2012 that the patient's cause of death was lung cancer. Additional information will be reported if it becomes available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID/product type programmer, physician, product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2012, product type catheter. (B)(4).